Manufacturer narrative:
Sakkas (2016). A clinical study of the outcomes and complications associated with zygomatic buttress block bone graft for limited preimplant augmentation procedures. Journal of cranio-maxillo-facial surgery 44 (2016) 249-256. This report is for unknown matrixmidface small-diameter titanium osteosynthesis screws, unknown quantity / unknown lot. UDI # unknown part number, UDI is unavailable. (B)(4). Seepage of pus, insufficient bone, graft exposure. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: sakkas, a., et al. (2016). A clinical study of the outcomes and complications associated with zygomatic buttress block bone graft for limited preimplant augmentation procedures. Journal of cranio-maxillo-facial surgery 44 (2016) 249-256. (B)(6). The study objective was to evaluate the possibility of using the zygomatic buttress as anintraoral bone harvesting donor site and determine the safety of this harvesting procedure for later optimal positioning of dental implants in accordance with prosthodontic and functional principles. The study included a total of 112 patients who underwent a bone grafting procedure using zygomatic buttress. A total of 113 zygomatic buttress bone block grafts in 112 patients were performed from january 2008 to december 2010. Patient demographics included 108 men and 4 women. Patients ranged in age from 20 to 61.5 years (average 34.3 years). The sample of patients was divided into 2 groups, according to the age,1 group under the age of 35 years and the other group 35 years or older. Of the 112 patients receiving grafts, 74 were smokers. All procedures involved the maxilla. Two of 112 patients were treated in 2 different alveolar sites, whereas the rest of the patients were treated in only 1 atrophied area. Regarding the alveolar crest, the situation in 89 cases was recorded as single-tooth space, 18 as multiple tooth gap, and 6 as free-end. All patients were treated using a 2-stage technique. During the first operation, bone blocks harvested from the zygomatic buttress region were placed as lateral onlay grafts and fixed with small-diameter titanium osteosynthesis screws (matrix midface) and collagen membrane after exposure of the deficient alveolar ridge. After 3-6 months of healing, the flap was reopened, the screws removed and the implants placed. Various scale and test evaluations were used to measure patient outcomes. The following complications were reported: in two (2) cases there was graft failure due to screw mobilization and graft exposure. The bone graft was totally exposed in combination with wound infection and seepage of pus. The surgical removal of the graft was then inevitable. The subsequent wound healing was uneventful, but there was insufficient bone for the insertion of implants. The patients were revised and the graft was removed and treated with normal ridge reconstruction. This is report 1 of 2 for (B)(4). This report is for unknown matrixmidface small-diameter titanium osteosynthesis screws, unknown part # / lot #. A copy of the literature article is being submitted with this medwatch.